Manufacturer narrative:
The analyzer serial number is (B)(6). Carryover studies were performed on the analyzer and no significant carryover issues were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 203.6 umol/l. A doctor questioned the result based on the patient's previous data. The sample was repeated on (B)(6) 2025, resulting in a creatinine value of 76 umol/l. The repeat value was consistent with the patient's history.

Manufacturer narrative:
Quality controls were acceptable. A review of the alarm trace showed no indication of hardware issues. Instrument checks were within expectations. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.